Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip¿ stone retrieval basket was used in a procedure performed on an unknown date.   According to the complainant, during the procedure, the basket broke making it impossible to use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a zero tip stone retrieval basket was used in a procedure performed on an unknown date. According to the complainant, during the procedure, the basket broke making it impossible to use. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual analysis of the returned device found the basket was in closed/retracted position and two basket wires were broken. The broken wires were visually inspected under magnification and the broken ends were found melted, discolored and consistent with those that were in contact with laser/lithotrite. The broken wires were found still attached to the device. It is most likely that the reported failure was caused due to an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The directions for use dfu states "warnings: this device must not come in contact with any electrified instrument. This device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury.¿ therefore, the most probable cause for the complaint will be documented as "user/use error ". A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. Labeling review was performed and found the dfu instructions were not followed.